Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "cassette not attached properly" alarm. The investigation found that the pump alarmed "cassette not attached properly" when a cassette was attached to the pump. The investigation determined that a faulty latch lock flex was the cause of the reported issue. The latch lock flex was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement, the issue was found during testing.

Event description:
It was reported that the device gave an alarm with the message "cassette not attached." No adverse effects to patient reported.